Event description:
It was reported that there was a pump inversion and kinked catheter. There was a loss of therapeutic relief. Severity was reported as mild. It was reported that the patient reported increased pain on 2014 (B)(6) . The patient had an unscheduled clinic/office visit. The patient was scheduled for a catheter dye study in which the provider was unable to aspirate or inject into the side port. The patient was scheduled for a catheter revision on 2014 (B)(6). A kinked catheter and kinked catheter suture at the pump pocket was observed. During the surgery it was noted that the pump was flipping within the pocket. The pump was repositioned to the right buttocks from the left lower quadrant. The event resolved without sequelae as of 2014 (B)(6). The pump system was delivering dilaudid, bupivacaine, clonidine, and droperidol.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced pain at the pump site. The onset date was stated to be (B)(6) 2014. Pain at the pump site had been reported at each subsequent visit. As of (B)(6) 2015, the issue was considered to be ongoing. It was also reported that the patient experienced a lumbar seroma at the catheter incision site. The seroma reduced in size without intervention. Then on (B)(6) 2014, the seroma increased in size. The patient was instructed to place a rolled up sock underneath a binder to increase pressure on the site. The patient received vitamins a and d on (B)(6) -2014. The issue reportedly resolved without sequela on (B)(6) 2014. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The event outcome was updated from being listed as ongoing to resolved without sequelae as of (B)(6) 2016.